Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Device testing revealed results within normal limits. The recipient has healed. The recipient was successfully activated. The recipient is wearing the device. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
During implant surgery it was noted the recipient had a mondini malformation and an enlarged vestibular aqueduct (eva). The recipient experienced a slight leak of cochlear fluids. The surgeon used suction around round window prior to electrode insertion and packed with additional facia to seal round window. Intraoperative testing and testing after closure indicated impedance issues.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.